Event description:
Additional information was received indicating that there was a capture threshold issue on the lead. The patient experience syncope, arrhythmia and heart failure. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was damaged. Further information was requested but not received. The lead was capped and replaced to resolve the event. The patient was in stable condition.